Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display screen lights up and turns off without any customer interaction. Customer's blood glucose level was 140 mg/dl. At the time of the report with tandem technical support the touch screen was functioning as intended and customer continued to use the pump for insulin therapy.